Event description:
It was reported that (2) lcsk5 and (1) hp052 were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon was getting continuous lockouts with the lcsk5 blade. The rep had the hosp change the blade one time with different lot# and it was still occurring. The rep then had the hosp change "luke" handpiece and the problem stopped. There was no consequence to pt.